Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, loss of ventricular sensing was noted. The patients family has a dnr in place for the patient, so the physician elected to turn off the device pending a decision from the family.